Event description:
It was reported by the surgeon that pt underwent a total knee replacement procedure on (B)(6) 2012 and subsequently reported a fracture of the tibial bearing. No replacement implant was requested from stanmore for a revision procedure.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device has not been returned, therefore a visual inspection has not been possible. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this customer implant is similar to the mets smiles total knee replacement (k120992).